Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station operating system update caused the system to be stuck on the operating system restarting screen and prevented successful reboot and imaging. The field service engineer attempted drive repair and reimaging, replaced the hard drive, and later successfully reimaged and configured the station. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station struck on windows restarting screen. Customer tried to reboot it change to bluescreen. There were no adverse events or injuries reported based on this event.